Event description:
It has been reported to the company that during the ptca procedure while guide catheter was being torqued the catheter shaft broke in the rca. The physician was able to remove the remaining portion of the guide catheter without surgery or compromise to the patient. The patient is reported to be fine.